Event description:
It was reported that during a system revision for infection, externalized conductors were observed on the chronic lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.